Manufacturer narrative:
Date of submission (B)(4) 2018 - device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during the investigation, a review of the black box showed a loss of prime warning and occlusion warning before and after pumps ez-prime sequence. The delivery was found not to resume after these alarms in history. The pump¿s rewind, load cartridge, and prime steps were performed successfully with no alarms. Force calibration testing was found to be within specification. The pump was exercised for 24 hours with no alarms, or a prime issue occurring. A prime issue was not duplicated during the investigation. The pump was opened and no damage was found to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that the pump could not be primed. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no serious injury associated with the complaint.